Manufacturer narrative:
Concomitant product: product ID 3889, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the during an implant procedure of the implantable neurostimulator (ins) high impedances were observed (>4000 ohms) on electrode combinations of electrode #0¿1, #0-2, and #1-2. It was noted that the connection into the header block was wiped and reinserted more than once and did not resolve the issue. Additional information received a day later reported that a new ins and lead component resolved the problem. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the issue was not determined. It was noted that the patient was doing great and due for follow up with doctor next week.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).